Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39286-65, serial# (B)(4),implanted: (B)(6) 2010, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 09-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there were high impedances on the leads during the replacement procedure. It was reported that contacts 2 and 6 were orange and 20, 8, and 15 were red and at 40000 ohms. The lead was cleaned and the impedance test was ran multiple times. The doctor did not want to replace the lead. No symptoms or complications were reported.